Manufacturer narrative:
(B)(4). The proximal stent graft is currently 3 cm below the lowest right renal, and the aortic body has folded over itself and is angulated 90 degree to the neck. The neck is essentially straight. The proximal neck diameter is approximately 30mm, and the neck contains thrombus and calcification. The max aaa diameter is 4.5cm and there is a proximal type I endoleak. Both limbs are patent; the ipsilateral limb is positioned within the left common iliac artery, and the contra limb is within the right common iliac. The exact cause of the migration leading to the type I endoleak is uncertain. The anatomy at implant and earlier post-implant images were not available for review. It is appears likely that has this was caused by disease progression (neck dilatation).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that the patient was referred from another physician. A CT revealed that the stent graft has migrated 3.5 cm and the aneurysm is currently 42 mm in diameter. A type ia endoleak was noticed due to the migration. Per the physician's statement the cause of the event is due to disease progression. The proximal aortic neck is 30 mm in diameter. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.